Event description:
It was reported from the hospital telemetry that the right ventricular (rv) lead had t-wave oversensing after ventricular pacing. Follow-up conducted revealed no actions were taken. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.